Manufacturer narrative:
Correction to block f10 and h6: patient code for unretrieved device fragment has been added.

Event description:
It was reported that during a ureteroscopy procedure with stone fragmentation, the last 5 mm of the fiber's tip broke and remained in the patient. There was no report of patient complications. Boston scientific has been unable to obtain additional information regarding the procedure outcome, despite good faith efforts.

Event description:
It was reported that during a ureteroscopy procedure with stone fragmentation, the last 5 mm of the fiber's tip broke and remained in the patient. There was no report of patient complications.